Event description:
Baxter spain reports "after 90-120 minutes of hemodialysis treatment the patient exhibited the following symptoms: increase of the arterial pressure, epigastralgia, headache, vomiting and subsequent intensive hemolysis." The patient was hospitalized for observation january 2002. No medical intervention was administered.